Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on 18-feb-2008: this case concerns a female consumer (age unspecified) who received 3 treatments with poly-l-lactic acid (sculptra, lot # and expiration date unknown), dates provided as (B)(6) 2007 (exact dates unspecified) for cosmetic purpose: "fat loss in cheek/chin." The consumer stated that she developed an invisible, but palpable papule on chin, onset reported as an unknown date in (B)(6) 2008. She also reported that she feels that poly-l-lactic acid (sculptra) did not fill in the fat loss in cheeks and chin. She reported medical history and concomitant mediations as "none." At the time of this report, the outcome of the event was ongoing. Additional information for poly-l-lactic acid received on 21-feb-2008: the consumer called back to report that she has received three injections over the past five and a half months. She indicated that the "bump/granuloma" is in the chin area and is about the size of "half a pea." The consumer added that "right now, it's not growing," is the same size. No computed tomography (CT) scans were taken. The consumer stated that poly-l-lactic acid was mixed with lidocaine. Consumer refused to provide any additional information. Additional information for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusions: no faults detectable.

Manufacturer narrative:
Additional implant dates: (B)(6) 2007.